Event description:
As reported by the user facility: detailed inquiry description - "the tubing was leaking around the port closest to the end of the tubing. The port is nothing that can be taken apart or that can be tightened or loosened. It was just broke. And the more staff tried to fix it, the worse it got. It eventually broke during the patient blood transfusion." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.